Event description:
It was reported that during repair, the cardiosave intra-aortic balloon pump (iabp) fiber optic connection port was discovered to be broken. There was no patient involvement and no harm reported. After replacing the fiber optic connection port, the issue was resolved. The product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.